Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, the ablation phase of the procedure was completed successfully with no complications. During the cool down phase, the tenaculum was released and the patient immediately complained of pain and a burning sensation. The patient panicked and moved on the table causing the sheath to become dislodged. Subsequently, fluid leaked from the cervix into the vagina and caused a burn. The vagina had been preventively packed with wet gauze prior to ablation. Post procedure, a dime sized burn was observed on the lateral wall of vagina. It was classified as being between a 1st and 2nd degree. Silvadene cream was applied to the affected area. A prescription for vicodin and a silvadene/lidocaine cream mix was given to the patient for home use. A follow up response from the nurse present in the procedure on (B)(6) 2012 revealed the patient was contacted by telephone several times after the procedure for follow up. The patient reported some discomfort still being experienced but no other complaints or symptoms were observed. The silvadene/lidocaine cream mix was still being applied to the affected area. At this time the patient is still being monitored.